Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) initially failed to pair with the ilet, consistent with an intermittent communication failure involving the device¿s electrical and magnetic components, including the antenna; the user toggled the cgm settings and restarted the ilet, and glucose readings resumed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure localized to electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.